Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered some inappropriate electric shock. Upon review, it was determined that myopotential noise was a result of electromagnetic interference (emi). Lead measurements are within normal limits. No changes have been recommended and the device is functioning as intended. The ICD system is in use and no additional adverse patient events have been reported.